Event description:
It was reported that the patient's ipg has reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg to address the issue.

Manufacturer narrative:
The date of event is estimated.

Manufacturer narrative:
Based on parameters obtained the device meets or exceeds 75% expected longevity. There is no device malfunction. This event is no longer reportable.

Event description:
Based on parameters obtained the device meets or exceeds 75% expected longevity. There is no device malfunction. This event is no longer reportable.